Manufacturer narrative:
The report # 3003721894-2018-00186 is associated with (B)(4), super poligrip.

Event description:
I got my teeth, I got a lung infection. [Lung infection]. Case description: this case was reported by a consumer and described the occurrence of lung infection in a male patient who received double salt dental adhesive cream (super poligrip) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included latex allergy. Concomitant products included no therapy. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced lung infection (serious criteria gsk medically significant). On an unknown date, the outcome of the lung infection was unknown. The reporter considered the lung infection to be related to super poligrip. Additional information: adverse event information was received on (B)(4) 2018. Consumer reported, "consumer stated my question was, did any of the super poligrip contain latex? It was present, I was highly allergic to latex and ever since I got my teeth I got a lung infection."

Manufacturer narrative:
3003721894-2018-00186 is associated with (B)(4), super poligrip.

Event description:
I got my teeth I got a lung infection. [Lung infection]. He reported he would get fluid in his chest and a horrible cough [cough]. He reported he would get fluid in his chest and a horrible cough. [Chest discomfort]. He experienced wheezing. [Wheezing]. Case description: this case was reported by a consumer and described the occurrence of lung infection in a male patient who received double salt dental adhesive cream (super poligrip) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included latex allergy. Concomitant products included no therapy. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced lung infection (serious criteria gsk medically significant). On an unknown date, the outcome of the lung infection was unknown. The reporter considered the lung infection to be related to super poligrip. Additional information: adverse event information was received on 31 may 2018. Consumer reported, "consumer stated my question was, did any of the super poligrip contain latex? It was present, I was highly allergic to latex and ever since I got my teeth I got a lung infection." Follow up information was received on 11 june 2018. Called reporter on 11 june 2018 to obtain a mailing address for follow-up letters. The reporter was the patient. The patient stated he originally called to see if there is latex in super poligrip because was highly allergic to latex and plastic. Every time he used super poligrip he would have horrible problems in his chest. He reported he would get fluid in his chest and a horrible cough. He also mentioned that he experienced wheezing. He reported that he had a computerized axial tomography scan performed and the fluid in his chest showed up on the computerized axial tomography scan. He stated that he received antibiotics for 15 days as treatment. He stated that he does not use super poligrip anymore. He mentioned that he was (B)(6) and was survivor of cancer. The patient denied permission to be contacted for additional followup.